Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in metabase (patient database) that the patient did receive one positive curative test result for sample (B)(6) and one negative curative test result for sample (B)(6). The patient's test sample (B)(6) was collected on (B)(6) 2020. The result for this test was released on dec 22, 2020 at 8:31am cst. The patient's test sample (B)(6) was collected on (B)(6) 2020. The result for this test was released on dec 21,2020 at 10:00pm cst. The patient's sample (B)(6) resulted in a viral CT value of 32.00 which is in the positive range. No corrections were made to this test report upon release to the patient. The patient's sample (B)(6) resulted in a viral CT value of infinity which is in the negative range. No corrections were made to this test report upon release to the patient. The results for (B)(6) and (B)(6) were changed on (B)(6) 2020 to indeterminate due to conflicting results for tests taken two days apart. The patient was advised to retest, which they did on (B)(6) 2020. In addition to the patient's records, it was found that the patient took multiple other curative tests in the month of december, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 of which all the results came back negative. Per the clinical lab's investigation, the sample (B)(6) was not resulted correctly due to contamination or a switched plate. The patient's sample (B)(6) was located on plate-0036839 at position f9 which resulted out as positive and sample (B)(6) located on plate- dc0025252 at position h8 resulted out as negative. Plate-0036839 was extracted with seven other plates filter-h019969, filter-h019975, filter-0036810, filter-h019983, filter-0036821, filter-0037027 and filter-0036833 by tecan team kr, ang, cs, and mdt. F9 was negative on all the plates except plate-0036839. Tecan 6 was used to extract plate-0036839 using filter plate lot fg1171, tcep lot 122120ra-tc2, wash buffer lot 122120ra-gb1 and elution buffer lot 202807. Tecan 6 was also used to extract plate-0036831 using the same reagents and a different pattern of amplification was observed, indicating there was no contamination in the reagents used for extraction. Upon second review of the data, it was determined that sample (B)(6) was run on plate-0036839 where there were 17 samples with viral CT values from 22 which could have caused contamination. This being the case, sample (B)(6) was then reclassified as indeterminate. The reagents used to test the patient's sample were in specification, not expired and passed qc. Master mix batch 215 was used for pcr. Customer success team responded to the patient on (B)(6) 2020 and explained to the patient how curative's pcr test works and how viral CT values are measured in regards to positive and negative value ranges. The patient was also informed to retest due to conflicting results.. In conclusion, curative can confirm that the initial result released for sample (B)(6) was a false result, likely due to contamination of a nearby samples that was highly positive. The patient's claim of a false positive claim is valid.

Event description:
Patient took two tests with curative one on (B)(6) 2020 (B)(4) and the other on (B)(6) 2020 (B)(4).the first test resulted as positive while the second test resulted as negative. Patient sought advise as to how to proceed and questioned whether the first test was a false positive results.